Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was observed that the cone of the return male luer lock (mll) was broken. The reported leak was likely due to the broken mll cone. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that the return male luer lock (mll) of a prismaflex st150 set c was broken which resulted in a external fluid leak. The leak was observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.